Event description:
The customer reported that their t:slim x2 pump battery was not charging, despite using the tandem charging cable and wall adapter and trying different outlets and adapters, without resolving the issue. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support decided to replace the pump and advised the customer on necessary steps, including allowing the battery to fully deplete before returning the defective pump. The replacement pump was sent with instructions and did not require a signature for delivery.